Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. Failure analysis found the broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure was attributed to a component failure. Additionally, the instrument was found to have a mechanical indentation to the proximal clevis. The root cause of this failure was attributed to mishandling or misuse. A review of the device logs for the permanent cautery spatula (part# 470184-13/ lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6)2022 via system serial# (B)(4).. There were 1 use remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the permanent cautery spatula instrument moved with unintuitive motion (e.g. Imprecisely and non-intuitively). Unintuitive motion could lead to subsequent tissue damage. Failure analysis determined that the instrument had a broken pitch cable which would lead to the customer reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the surgeon could not apply the permanent cautery spatula (pcs) precisely and intuitively. It was confirmed that the pcs had a broken cable. The pcs was replaced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the pcs instrument was inspected prior to use with no issue. The pcs did not collide with any other instrument or tool during the procedure. The pcs instrument motion did not match the surgeon¿s intention and swayed to the side. There was no impact to the patient due to the issue. There was no fragment that fell into the patient.